Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record states the part and lot combination is unknown at synthes (B)(4), no DHR review possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that two small battery drives would not hold a charge and a sagittal saw attachment is frozen and will not function. This is report 1 of 2 for complaint (B)(4).